Event description:
It was reported that during implant of the atrial lead, the lead could not be inserted into a catheter. The lead was able to be implanted. Sensing values were good in the unipolar configuration but a distorted signal was seen in the bipolar configuration. The lead was removed and replaced.

Manufacturer narrative:
Final analysis of the lead found that the header boot had pulled back from its intended position, preventing insertion of the lead into a catheter.